Event description:
The customer reported that the loaner pump they received from sales representative had "off on power". The time and the insulin concentration were correct. However, the alarm history was reviewed and two different alarms were found. Also the bolus history does not have any record of the boluses. A replacement pump was requested at that time. The customer received the replacement pump and centered the basal rates but did not correct the time. The customer informed that they set a temporary basal of 0.5u per hour and walked their child to school. Forty-five minutes later the paramedics were called. The customer did not know the glucose level. It was mentioned that they fell and has multiple fractures to their leg. Bgs were treated with glucose. Troubleshooting on the pump was declined.